Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. The customer's blood glucose level was 120 mg/dl. Tandem technical support reviewed pump data and observed the reported battery depletion occur in less than an hour. The customer had manual injections available as alternate insulin therapy.